Event description:
Allegedly, the doctor was performing a hysterectomy when he experienced difficulty getting the bipolar insert to coagulate; device function was intermittent and complete. He was not able to completely control blood flow. He replaced the instrument with a non-karl storz device and went on to complete procedure. He estimated that pt may have lost 1000cc's of blood over the duration of the procedure. He stated that this could add to pt's recovery time, but said the pt required no medical attention post procedure. Procedure was completed with no injury to the pt.

Manufacturer narrative:
We have learned that this user repositions/bends the paddle arms on this instrument which can result in the instrument being out of specification and not making effective contact when applied.